Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced similar events of kinked cannula with ten infusion sets. The patient noticed symptoms within 3 hours of insertion. The site of insertion was reported to be abdomen. Patient's blood glucose due to issue was 400 mg/dl. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - MDR 3003442380-2024-23202 - device 3 of 10.